Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2024. Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 29451578/33133859.

Event description:
It was reported that the patient was experiencing spinal cord stimulation (scs) lead migration. The patient underwent an explant procedure. All explanted device components will not be returned.

Event description:
It was reported that the patient was experiencing spinal cord stimulation (scs) lead migration. The patient underwent an explant procedure. All explanted device components will not be returned. Additional information was received that the patient experienced inadequate stimulation due to lead migration.